Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained right ventricular oversensing determined to be due to myopotentials and post paced t wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were made. The patient was stable.

Event description:
New information received notes that prior to the programming changes, the myopotential oversensing was reproducible with heavy breathing. As previously reported programming changes were made and the patient was stable.